Manufacturer narrative:
(B)(4)

Event description:
Product was returned for investigation. An exterior physical visual inspection was performed and passed. Voltage measurement test was performed and passed at 0.21 vdc. A pairing test with nordic bluetooth device was performed and passed. A transmitter functional tester was also passed. According to the share log review. A pairing failure was found in the log within the investigation window. The problem was confirmed. The probable cause was determined to be unrecoverable signal loss.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a pairing failure between the transmitter and smart device occurred. No additional patient or event information is available. No product was provided for evaluation. Data was provided for evaluation. Data review confirmed the reported event of pairing failure. The root cause was determined to be loss of connection. The reported issue of pairing failure is reportable based on the finding of permanent connection loss.